Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew to disconnect the atrial lead was confirmed. The cause of the reported event was due to a manufacturing anomaly of the epoxy found in atrial connector block threads.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented in clinic for an unknown procedure. During procedure, the physician was not able to loosen the set screw of the pacemaker, and could not remove the lead from the device header. The pacemaker was explanted without issue. The patient was stable throughout.